Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgment and stent damage occurred. The 85% stenosed target lesion was located in the moderately calcified left anterior descending (lad) artery. The lesion was pre-dilated with an unknown balloon and the 3.0x20mm promus element stent was advanced but was unable to cross the lesion. Upon withdrawal of the device the stent dislodged in the proximal lad. Removal of the dislodged stent was attempted but was unsuccessful. The dislodged stent was dilated in the left main (lm) but noted longitudinal compression of the expanded stent. A 3.0x16mm promus element stent was deployed overlapping the damaged stent. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).